Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported that the ins was explanted and replaced on 2018-(B)(6). No further complications were reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's orientation has to be reoriented 2-3 times and that when they lay on their stomach, the position is showing that their upright. It was noted that the patient was not a twiddler and that the pocket site was tight. No patient complications were reported. Additional information was received from the manufacturing representative (rep).it was reported that the cause of the adaptive stimulation showing the wrong position was not determined at this time. Rep will be troubleshooting the situation next monday from this report. Information has been confirmed by physician/ account. No patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep). Rep stated that patient has had device problems with patient's settings. Rep confirmed they are referring to previously reported information. Rep added patient device will randomly switch, which rep has witnessed on 2-3 occasions. Manufacturing representative (rep) stated something is wrong with the device and health care professional (hcp) does not want to delay possible explant to get another device implanted. Rep and hcp want to make sure patient will have warranty coverage prior to having the device possibly explanted. Reviewed that patient would not know about coverage until after the device is explanted and sent to analysis. No patient symptoms or complications were reported in this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the cause of the device problems was not determined. The hcp planned on replacing the device and sending it to the manufacturer on 2018-oct-03. No further complications reported.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found no anomaly. (B)(4). Product analysis # (B)(4), analysis information -- 2018-12-10 08:52:35 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient is currently awaiting surgery scheduling, which is unlikely to occur any sooner than october. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.